Event description:
Neuronetics received a report from its japanese distributor that a patient "complained" of migraine, deep eye socket pain and right-side body numbness. While the eye pain and numbness have resolved the migraine persists and patient is being treated by a neurologist.